Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient's ins was replaced with one made by a different manufacturer. The patient stated the ins was not replaced due to normal battery depletion. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain and chronic low back pain.